Event description:
It was reported that prior to a percutaneous coronary valve replacement procedure, pre-close placement of the sutures was attempted in a mildly calcified common femoral artery using perclose proglide devices. Reportedly, during deployment of the initial two proglide devices through a 5-french sized access site, an issue occurred retrieving the sutures during each device deployment. The sutures from two additional proglide devices were successfully deployed and set to the side. The access site was upsized to 18-french. After conclusion of the percutaneous coronary valve replacement, the knots from the two proglide devices were sequentially advanced and tightened to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Mild calcification was reportedly present at the common femoral artery access site. The perclose proglide device instructions for use state under the special patient populations section that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up will be submitted with all additional relevant information. The other perclose proglide device, referenced was filed under separate medwatch manufacturer report.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.